Manufacturer narrative:
The investigation into positioning issues has been completed. The device was not returned for investigation. According to clinical information, the impella was pulled out into the aorta. The cause of the positioning issue was use related, based on provided clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 46-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. There was impella in aorta alarms. Impella was not able to be seen on echo. Given that the patient had not been on support since position was an issue overnight with stable mean arterial pressure( map) and index, decision was made to remove at bedside. Removal was successful. Patient is stable post intervention.